Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument's cable broke. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no fragment fell inside the patient's anatomy. There were no complications to the customer related to the retention of a foreign material.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the force bipolar instrument to perform failure analysis, and it was determined that the primary failure, a broken instrument grip tang, was directly related to the customer-reported complaint. The instrument was found with a fractured grip tang at the top of the grips, with an approximately 2.85mm x 1.77mm fragment detached. No missing pieces were returned with the instrument. The complaint was confirmed by failure analysis. The probable root cause of a broken grip tip is attributed to use conditions. Damage to the instrument can occur while performing ¿off-label¿ surgical applications, such as needle bending/driving and suture snapping, or mishandling the instrument. Grip tip fragments may result when the metal injection molding (mim) is not retained to the overmold (om) during use.